Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was 142 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the insulin was squirting out during the manual prime process. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on forced sensor resistor. Drive support cap was inspected and no anomaly was noted.